Manufacturer narrative:
Analysis of the catheter connector (8596sc) showed indents and circular coring in the bottom of the cup of the sutureless connector consistent with the inner diameter of the tip of the outlet port of the pump. Pressure testing in the lab showed the sutureless connector to be leaking, most likely due to the coring. An abrasion and tear in the shroud on the exterior of the catheter likely occurred due to the catheter body rubbing against the pump while implanted.

Event description:
It was reported the patient had their pump replaced on (B)(6) 2014 due to expected end of life. Five days after the replacement, the patient began to have withdrawal symptoms. The symptoms were reported as itching, increased spasticity, fever and diaphoresis. The patient was at the ER (emergency room) during the initial report of this event. The patient was "getting 10 mg every 4 hours" with no improvement. The oral medication was not specified. A dye study was performed on (B)(6) 2014 and showed extravasation of contrast at the pump connector/catheter in the abdominal area. A catheter exploration surgery was performed two days later ((B)(6) 2014). Upon exposing the pump connector/catheter, the hcp noted the segment of the existing sc (sutureless connector) connector was "peeling away" where the sc connector overlaid the body of the catheter (approximately 1 inch distal to the actual ring of the sc connector). Three centimeters of the existing sc connector catheter was trimmed off and a 12-13 cm segment was splice with the remainder of the implanted catheter. Once the 3 cm portion of the catheter was removed, "spontaneous brisk retrograde flow of cerebrospinal fluid (csf) was observed". Once the replacement catheter was spliced to the remaining catheter, the hcp was easily able to aspirate 1 ml of csf. The infusion rate was left at the previous rate. The following day after the catheter replacement, the patient was receiving effective therapy and their spasticity was controlled. The pump was used to deliver gablofen (baclofen).

Manufacturer narrative:
Concomitant medical products: product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2014, product type: catheter; product ID 8709, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.